Event description:
Caller reported an alarm 2 followed by alarm 26, indicating multiple occlusion events. As a result, the customer's blood glucose level exceeded 500 mg/dl, displaying as "high" on the cgm. The customer addressed the high blood glucose by performing a correction injection via multiple daily injections (mdi), changed the infusion set and cartridge, and then resumed insulin use. No third-party assistance was required, and further support was deemed unnecessary as the customer effectively managed the issue.